Event description:
Information was received that the cadd ms3 pump alarmed low volume sooner than expected. Normally it alarms around 7:30 pm and this time it was 3:30 pm. Also received a blockage detected alarm and relieved part of the tubing. Dose or amount: 91.25 ng/kg/min, frequency: continuous. Route: subcutaneous. Dates of use: (B)(6) 2018 to present. No adverse effects.